Event description:
On (B)(6) 2013 the lay user/patient contacted lifescan to report the one touch ping meter would not power on. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided to customer service. On (B)(6) 2013 at 10:00 pm the patient noted the reported meter would not power on upon test strip insertion; she was unable to obtain a blood glucose reading. The patient manages her diabetes with insulin pump therapy. On (B)(6) 2013 at 6:30 am the patient experienced the symptoms of shaking, headache and feeling cold. A non-hcp individual provided treatment by giving the patient a glucagon injection. The patient tested her blood glucose level using another meter, and obtained the reading of 187 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed the patient¿s test strips were correct and there had been no misuse of the meter. The issue was not resolved. The meter and test strips were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she continued insulin pump therapy after not being able to test her blood glucose level due to the meter power issue and received treatment with glucagon. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.